Manufacturer narrative:
Device received with normal operating current. Device passed self test. Device monitored for several days and no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated the insulin pump has been dying every other day. Troubleshooting was completed and did not resolve the issue. The insulin pump will be returned for analysis.